Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead with possible early termination of the atrial high rate episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.